Event description:
The customer reported that the fluoroscopy image was not interpretable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.